Event description:
The dental implant fx3810mlc was removed on (B)(6) 2020 due to osseointegration failure around 3 months and 6 days after implantation. The patient has history of cancer and hypertension. The doctor noted local infection and pain during explantation. The patient has recovered without complications.